Event description:
It was reported that at an unspecified time following an unspecified esophageal surgical procedure, the patient underwent a gastroscopy procedure for placement of an ultraflex esophageal 23mm x 12mm stent for protection of an esophageal anastomosis. Approximately 14 days later, the patient underwent a scheduled second gastroscopy procedure for removal of the ultraflex esophageal stent. Upon attempting removal of the stent utilizing two "foreign body forceps", the physician noted that most of the covering of the stent had disappeared and esophageal tissue had infiltrated the nitinol network of the stent. It was further noted that the remaining covering appeared to be loose and was extracted by the use of a suction unit. Removal of the stent was "quite troublesome" and, upon using force, resulted in diffuse superficial esophageal bleeding. An x-ray was performed to exclude the existence of a possible esophageal perforation. It was not known how the bleeding was treated. The patient's status is reported as "unstable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.